Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that helmer fridge, bin 1.1, not failed. The field service engineer checked customer successfully access the bin multiple times, no trouble found. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to remove the med from another station.there was an delay in patient care. There were no adverse events or injuries reported based on this event.